Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. <foreign material adhered to the forceps elevator> it was confirmed that there was dirt on the distal end. Therefore the causes were presumed as below: - there was the possibility that the brushing method for the forceps elevator by the user differed from the brushing method for the forceps elevator recommended in the instruction manual. - there was the possibility that the trainings for the facility staff that the device handling according to the instruction manual, the reprocessing when the device was returned after repair and/or the general reprocessing, were insufficient. <inside of the light guide lens was dirty> there was the scratch on the distal end of the subject device. Therefore the causes were presumed as below: - there was the possibility that physical stress made gap at the light guide lens glue, and dirt entered from the gap. - there was the possibility that the components inside the light guide lens were corroded due to the moisture ingress into the subject device, consequently corrosion product was left as dirt. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the annual inspection at the service department of olympus colonovideoscope, it was found that there was foreign material on the forceps elevator due to insufficient cleaning and there was dirt inside of the light guide lens. There was the possibility that insufficiently or incorrectly reprocessed subject device had been used for next procedure. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.